Event description:
Information received via an attorney who reported his client was wearing acuvue 2 contact lenses. The attorney alleges the patient used the lenses and cleaned them on a daily basis as instructed by the patient's optometrist. Sometime after commencing the use of the lenses, the patient found the lenses moved within the eye and the patient had difficulty removing the lenses. The attorney further alleged that sometime shortly prior to 2006, an acuvue 2 contact lens slid under the patient's eyelid without the patient's knowledge. The same day, the patient started to develop a "severe infection" in the right eye. Medical providers reportedly removed an acuvue 2 lens from under the patient's right eyelid and prescribed eye drops which required application every 2 hours. The patient reportedly suffered a partial vision loss which the attorney alleges "may result in a permanent vision loss." No additional medical information has been provided at this time. We will provide additional information when available.

Manufacturer narrative:
Device labeling single use or reuse.